Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was sitting on the couch and received one inappropriate shock due to oversensing of noise. The field representative was on the way to the clinic to check the device. Technical services discussed possible sources and the representative will troubleshoot. At this time, the system remains ni service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was sitting on the couch and received one inappropriate shock due to oversensing of noise. The field representative was on the way to the clinic to check the device. Technical services discussed possible sources and the representative will troubleshoot. At this time, the system remains ni service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the device technician and physician were unable to re-create noise or determine the electromagnetic interference (emi) source. Auto setup was re-run, and the vector was changed. At this time, the system remains in service. No adverse patient effects were reported.